Manufacturer narrative:
(B)(4): it was reported that the charge button stuck. The device was evaluated at philips. The symptom was clarified as the device hanging when charge button pressed during opcheck. The therapy pca was replaced to resolve the issue.

Event description:
It was reported the charge button stuck.